Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the handpiece device was leaking. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hole in the hose was at the muffler that was causing the leak. Therefore, the reported condition was confirmed. It was determined that the damage was on location 1 of the muffler. The assignable root cause was determined to be due to component damage caused by the manufacturing fixture. This was further defined as improper assembly in manufacturing. If additional information should become available, a supplemental medwatch report will be sent accordingly.